Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. The following sections could not be completed with the limited information provided. Patient date of birth/age - ni. Patient weight - ni. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported in a journal article that 1 patient underwent revision due to patellar loosening on an unknown date.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.